Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient was electively explanted on (B)(6) 2025, for ortho issues that require multiple mris. The patient was also a non-user leading to no benefit perceived from the device. There are no plans to re-implant the patient with a new device as of the date of this report.